Event description:
During a spine case screws were placed inaccurately. The site used medtronic stealthstation s7 with synergy spine application with medtronic o-arm. Confirmation spin revealed one screw was placed lateral of the pedical. Surgeon took the screw out, and replaced it in a more ideal position. Confirmed proper placement with fluoro. Medtronic rep reported that surgeon never mentioned anything about inaccuracies. No impact on outcome of the pt. Confirmation of proper placement was done before rods were placed.

Manufacturer narrative:
Pt info unavailable at time of this report but has been requested. System evaluation results have been requested and will be submitted in a follow-up report.